Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for eval. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the performance with the vibrant soundbridge had decreased. During a revision surgery on (B)(6), 2011, the surgeon found an infection in the middle ear, so he decided to remove the implant in order to clean the middle ear. The pt was re-implanted during the same surgery.